Event description:
It was reported that patient presented for follow-up in clinic. It was noted that lead exhibited inadequate capture and failure to capture. The lead could not be extracted due to scar tissue around the lead. The lead was capped on (B)(6) 2024 and replaced with new lead. Patient condition was stable.